Event description:
On 12-dec-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 325 mg/dl. The user was transported to the hospital by a caregiver where the user was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin and IV fluids and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis while using the ilet system. Review of the reported information indicates the user experienced sustained elevated blood glucose levels over several days prior to hospitalization despite multiple supply changes, and the precise cause of the event could not be conclusively determined. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported hospital admission and treatment with IV insulin and IV fluids. No device malfunction was alleged. A follow-up MDR will be submitted if additional information becomes available or if evaluation of device data provides additional findings.